Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject had foreign objects in jet tube. There was no patient involvement.